Event description:
Consumer reported using a disposable heat patch for severe shoulder pain. Upon removal it pulled off her skin causing a wound. She sought medical attention at an ER for the initial shoulder pain and the wound on (B)(6) 2015 and was diagnosed with a pinched nerve. She was advised to keep the wound clean and uncovered. She has been applying neosporin regularly, affected area has scabbed over.